Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose reading was 28 mmol/l. The customer treated for their high blood glucose with pen injection. The customer alleges insulin pump was under delivering. Customer¿s current blood glucose was 11.5 mmol/l. The reservoir will not be returned for analysis.